Event description:
It was reported during an implant while screwing the atrial lead into the atrial port of the device, it was noted that the port slot was not accommodating the pin of the wrench and could not screw the lead into the device.

Manufacturer narrative:
The reported event of an unspecified fitting issue was not confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Analysis revealed no abnormalities with the right atrial (ra) port or setscrew. Electrical and mechanical tests were performed, including lead impedance and output verification and no functional issues were found.